Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was seeing the "ins in the box" intermittently. It was noted that both inss had it happened. It was stated that it was unknown what the patient was doing at the time of the error message. The patient was unable to use the patient programmer when the "ins in the box" occurred. It was indicated that the patient would have to go into the office to have all the reprogramming done. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's husband stating the patient had 2 rechargeable implants. One showed the "ins in the box" message. The hcp re-established the program on the patient programmer. It was reported they had seen the icon showing the programmer 3 times in the past. It was reported the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. The caller reported the patient was seeing an "ins in the box" message on the patient programmer (pp). The patient used the pp to turn off stimulation at night to conserve the ins charge level but she was unable to do this a couple of days prior when the screen came on. The caller was unable to navigate off the screen. The caller had already tried removing the pp batteries and reinserting them but this did not resolve the issue. No recent exposure to emi was reported. It was reviewed the message could only be cleared using the clinician programmer. No symptoms or complications were reported or anticipated. No complications were reported or anticipated. For information regarding previous "ins in box" message, see pe# (B)(4). Information regarding emi from library security has been omitted as it is contained in pe# (B)(4).